Manufacturer narrative:
The insulin pump had currents in specification. No unexpected battery out limit. No button error alarms. The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had a scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 164 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.